Manufacturer narrative:
The device was not returned to zoll medical corp for eval. Instead, the suspect control bard was returned. The reported malfunction was observed and attributed to a faulty control switch on the control board. The customer received a replacement control board to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device turned off when switched to monitor mode. When switched on in defib mode, the device turns on in monitor mode. Complainant indicated that there was no pt involvement in the reported malfunction.